Event description:
The customer alleges that there was an air leak because the adaptor did not fit the oxygen flowmeter.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified and a CAPA was opened to further investigate this issue.

Event description:
The customer alleges that there was an air leak because the adaptor did not fit the oxygen flowmeter.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Device history record review showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch# (B)(4) during the manufacture of the material. No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.